Event description:
It was reported that the procedure was to treat a moderately tortuous right coronary artery that is 80% stenosed. It was noted the device was not soaked prior to use and resistance removing the mandrel/stylet and the protective sheath were noted. The 2.5x15mm nc trek balloon dilatation catheter (bdc) was advanced through a 7fr guide catheter; however, when attempting to inflate the balloon, it failed. Two additional attempts were made to inflate the balloon; however, the balloon failed to inflate. The device was removed and an unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Additionally, the device was not prepared (air aspiration) outside the anatomy. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global IFU specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported difficulty removing the mandrel/stylet, difficulty removing the protective sheath and inflation issue. However, factors that can contribute to difficulty removing the mandrel/stylet may include, but not limited to, damage during protective sheath removal, removal technique or mishandling. Factors that may contribute to difficulty removing the protective sheath may include, but not limited to, manufacturing, normal variation within the manufacturing process or protective sheath removal technique. Additionally, factors that may contribute to difficulty inflating may include, but are not limited to, manufacturing, poor connection with the inflation device, patient anatomical morphology and patient disease state. A conclusive cause for the reported complaints could not be determined since the device and components were not returned for analysis. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Device code 2017 clarifier- failure to follow steps / instructions.